Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: although it was not possible to identify the cause for burning of the metal tip and forceps holder is burnt, based on the information obtained, it is possible that high-energy instruments (such as high-frequency instruments) were used without ensuring sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the scope exhibited lighting lens adhesive is peeling off, burning of the metal tip is observed and the forceps holder is burnt. There was no patient involvement.